Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A service territory manager (stm) reported that the issue was not reproduced, and there were no errors noted on the analysis data logs. The stm performed a complete functional check, monitored compressor temperature, and the maximum temperature noted was 30.5 c. The stm found the wiring harness rubbing the cooling fan blades. Therefore, the stm re-routed the wiring harness. Then performed all functional and electrical safety tests per factory specifications. The iabp passed all tests and \was cleared for clinical use.

Event description:
A customer reported that the cardiosave intra-aortic balloon pump (iabp) stopped during use with a temperature error. There was no harm or adverse event reported.